Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical· usage and evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. The tip of the silicone boots on both jaws were dislocated from its original location and returned. This problem is consistent with an improper insertion of the tool into the cannula. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The device also passed the engineering 60 cycle life test. The handle on the device was open to verified connections; under magnification, the micro-switch was determined to be clean. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non­ conformance recorded in the lot history. Internal complaint number - catsweb# (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro fire without being activated. The hospital did not report any patient effects.